Event description:
Healthcare provider was in the process of activating a cardinal health instant hot pack when it burst and the contents hit the floor and on the jacket of the healthcare provider. None of the content reached the patient. The healthcare provider removed the jacket and the content did not reach skin. No harm.